Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device was explanted due to patient felt discomfort with poor location of device. Should additional information become available, this file will be updated.